Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator tripped by charge time. The device was been implanted for 48 months. An allegation of premature battery depletion was made. No adverse patient symptoms were reported.